Event description:
Info received indicates no functions are working on the bed.

Manufacturer narrative:
The tech found the pendant cable was cut which shorted the power control module. The tech replaced the pendant and the power control module to repair the bed.